Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument was difficult to operate, they jam when trying to open and close the jaws. The procedure was completed with no reported injury.

Manufacturer narrative:
-Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. The instrument was found to have blade damage at both the midpoint and the tip, which made opening and closing the blades difficult. Indentations were observed along the edges of both blades. No corrosion was present on the cutting edges that could have contributed to the blade damage or cutting failure. When installed on an in-house system, the instrument failed the cut test, with the failure attributed to the blade damage. The probable root cause of the mechanical indentations and/or burrs observed on the instrument blades is attributed to use-related damage, such as attempting to cut incompatible materials (e.g., hard objects like bone or cartilage), or due to mishandling or misuse of the instrument. The cut functional test failed due to blade damage. Correction: based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for field action# isifa2024-09-c, as previously listed in section h9.

Event description:
Refer to h11 for follow-up information.